Manufacturer narrative:
Please note that when the sscor suction device model (#64000) is originally sold, it is equipped with a single use collection canister which is manufactured and labeled by a different MFR. We also notified the MFR of the canister of this incident. The imploded canister was immediately disposed of after the incident. As reported, the canister was cleaned and reused after each use. The reporter believes this was the original canister that came with the device. We reviewed the device history record of the sscor suction device (B)(4) involved in this incident and the review indicated the device was manufactured on december 29, 1998 and passed the finished product performance tests. The initial reporter was reminded that the canisters were single use which is also stated on the canister. In addition, the operating instructions and maintenance manual for this model recommends installing a new canister before testing for negative pressure over 300 mmhg to minimize the possibility of implosion, which can occur in instances where a canister is aged or damaged. Checking negative pressure is part of a recommended weekly inspection. Based on the info, we believe the canister implosion reported in this report did not cause or contribute to the outcome of the pt as the initial reporter also stated another suction device was on the scene and was immediately deployed. The delay in delivery of vacuum was insignificant and had no effect on the outcome of the procedure.

Event description:
On (B)(6)2010, the health care professional (volunteer fire fighter) reported a death of a pt. He was on a call where an aspirator was needed. He started to use the s-scort iii 64000 when the canister on the device imploded. Another suction device was on the scene and was immediately deployed. He also stated that the delay in delivery of vacuum was insignificant and had no affect on the outcome of the procedure. The reporter also stated that after each use the canister was washed out and put back on the unit. The unit is now more than 11 years old and it was found that the canister was the original canister for the device. We made several attempts to receive more info regarding pt's age, sex, any pre-existing medical conditions; however, it has been unsuccessful.